Event description:
A consumer reported that her vision has deteriorated since her intraocular lens (iol) dislocated and was stitched in (zonule issues). The iol had been implanted three years ago. In a f/u, the technician clarified that the lens was repositioned and sutured in place in (B)(6) 2011 after the pt was seen for decreased vision. The technician stated that the dislocation was due to the pt's severe coughing episodes related to bronchitis. The technician stated that the pt's decreased vision did not begin until after the lens decentered. She also reported the pt continues to experience glare. The tech reported the lens is still slightly decentered and that the pt was informed and is wanting to have a lens exchange. Per the tech, the surgeon does not recommend a lens exchange and the pt is seeking a second opinion. In the surgeon's opinion, the device did not cause/contribute to the event.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by investigation. The sample was returned. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(4) 2011 and (B)(4) 2011 by phone, fax and mail. A completed questionaire was received on (B)(4) 2011. (B)(4). This report was mailed to FDA on: 05/13/2011. (B)(4).